Manufacturer narrative:
The insulin pump was received with corroded motor home switch., corroded electronic assemblies and corroded battery tube. However, the insulin pump was monitored no blank display anomalies and powered up properly after battery installation. The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank even after battery change. It was reported that the red notification light was on. When battery was removed, it was found that the battery compartment was corroded. Customer was advised that insulin pump would be replaced. Customer's blood glucose was unknown.